Event description:
It was reported in an abstract that a total of 57 patients (59 vertebral bodies) underwent balloon kyphoplasty procedures (bkp) over a 25 month period. The patients were composed of 42 women and 15 men with the mean age of 79 years (range, 62 to 97). The affected levels were th9 (n=2), t10 (n=1), t11 (n=5), t12 (n=17), l1 (n=17), l2 (n=11), l3 (n=3), l4 (n=2), and l5 (n=1); most of the patients had the lesion in the thoracolumbar transition. Prevalent fracture was noted in 34 vertebrae (58%). The mean volume of used cement was 7.4 ml (range, 2.5 to 9.0). According to the abstract, "in 3 vertebrae (5.1%), there was cement leakage, which neither led to neurological complication nor were treated with revision surgery". The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: masato anno, et al. " clinical outcome of bkp with use of a large volume of cement". 1408-01; 08/14/2014. A2. Mean age of 79 years (range, 62 to 97). A3. 42 women and 15 men. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.